Manufacturer narrative:
G4: 11apr2020. B4: 13apr2020. The field service engineer (fse) recommend the customer attach the whisper swivel onto the patient circuit to resolve the alarm. This turned out to be an operator error issue. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported a low leak co2 rebreathing alarm. The unit was not in clinical use and there was no patient involvement.